Manufacturer narrative:
The device was returned as part of the asset return process. The device evaluation found the following: due to wear of forceps elevator (fe) lever, upward/downward knob cannot be locked securely; the displayed ultrasound image was defective with missing elements, due to damage on ultrasonic probe; the adhesive on bending section cover (a-rubber) was worn; and the play of upward/downward knob was out of the standard value, due to wear of angle wire. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, ultrasound gastrovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was a gap between acoustic lens and ultrasound probe. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause for the reported event could not be determined. The event can be detected and prevented by handling the device in accordance if the instructions for use which state: do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.